Event description:
A report was received that the patient was experiencing increased pain at the ipg site. The patient was prescribed with topical lidoderm cream.

Manufacturer narrative:
Implant date: (B)(6) 2013.